Event description:
Tmj device was implanted in 1986. Since that time, rptr has had headaches, pain/pressure in ear, dizziness, swollen jaw and blurred vision. Rptr is not under any dr's care concerning her condition at this time.